Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Additionally, it was reported that the tandem-provided usb charging cable became damaged and was no longer able to be used to charge the pump. The customer's blood glucose (bg) level was in 500 mg/dl range. Reportedly, the customer administered a manual injection to address elevated bg level. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." H3 other text : device not returned.